Event description:
Kofler, md, et al "the impact of intrathecal baclofen on gastrointestinal function." Taylor and francis healthsciences. 2002; vol 16, no. 9, 825-836. Eleven of the pts number 3-14 on the attached article received itb therapy via a synchromed infusion system. The pts experienced bowel function deterioration requiring intervention.

Manufacturer narrative:
See additional scanned pages.